Event description:
It was reported that pump screen went dark and would not turn on, with red light blinking and pump vibrating regularly, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to connect pump to known working power source, but pump did not turn on, so pump was confirmed in warranty and scheduled for replacement; customer planned to use multiple daily injections as backup, was instructed to let pump battery fully deplete before return, to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and to return problematic pump using prepaid label within 10 days.